Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer required maintenance. The user rebooted the station and attempted recovery, but the process failed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 pocket a1 had failed and required maintenance. A field service engineer (fse) responded to a customer report that drawer 5 pocket a1 had failed and required maintenance. The fse verified the malfunction, logged into the hardware test application (hta), and forced the release of the cubie pocket. A liquid spill was found on the row tray as the cause of failure. The station was powered off, liquid residue cleaned, and the row tray removed and replaced. The device was restarted, functionality tested in hta and rebooted successfully. Fse completed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.